Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. A 200cm, 8cm v-18¿ control wire¿ was inserted to the target lesion. However, when the wire was exchanged, resistance was noted when pulling it back through the 4fr diagnostic catheter. When the guide wire was pulled out of the sheath, the distal 6-7 cm of the guide wire had come away from the core of the wire but was still attached. No other information provided.

Manufacturer narrative:
Device evaluated by MFR.: the returned device matches with upn provided by the customer. The device has a section of the polymer tip detached; a section of 5 mm of the distal tip did not have damages, it was correctly attached. Overall length was within specification, the outer diameter (od) of the distal tip could not be performed due to device condition. Od of the middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. A 200cm, 8cm v-18¿ control wire¿ was inserted to the target lesion. However, when the wire was exchanged, resistance was noted when pulling it back through the 4fr diagnostic catheter. When the guide wire was pulled out of the sheath, the distal 6-7 cm of the guide wire had come away from the core of the wire but was still attached. No other information provided.